Event description:
N/a.

Manufacturer narrative:
Additional information: no product has been returned for evaluation, however, investigation of the failure revealed that corrosion, surface finish and bending stresses all contribute to pin breaking. A new pin was implemented that had 65% improved strength and significantly improved corrosion resistance.

Manufacturer narrative:
The device was returned to the (B)(4) implant retrieval centre (lirc); no product was returned to the manufacturer for investigation. A root cause was unable to be determined with the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a rod was explanted on an unknown date for an unknown reason. Subsequently, upon review of investigation findings from the london implant retrieval centre (lirc), it was identified that the rod exhibited signs of corrosion, galling, and debris present within the housing tube. Further, the rod was unable to retract, and evidence of pin fracture was present.